Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on 10/16/2019. It was reported that the patient had an x-ray image taken and two sensor wires were visible. The patient had the sensor wires surgically removed and the patient had recovered. The date of the x-ray and the surgery is unknown. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a retained sensor wire in the body that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. No information was provided by the pediatric nurse about any testing to confirm the wire having been retained. The patient was feeling well with no discomfort or other symptoms but surgery for removal was scheduled prior to the issue being reported to dexcom; at the time of review it is unknown whether the surgery had been completed. The event occurred the day the sensor had been inserted. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available. This record is documenting the third of 3 reported sensor wires retained in the body.